Manufacturer narrative:
Reset button. Eval summary: the analysis results of the d5lt instrument found that the reset button has a delay when returning to its original position during three consecutive firing sequences. However, during the skin test, the instrument exposed the knife (blade) as intended. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon used the device for port placement at midclavicular line. He found that he had to force to place the device. He did not see the blade of the device in monitor during his placing. He found that the blade of the device did not function. There were no adverse consequences to the pt.